Event description:
The hosp reported that the pt was involved in an eleven hour ent operative surgical procedure. The kimberly-clark pt warming system was used throughout the entire procedure. Post-operatively, the pt was returned to the floor and three wounds were discovered between the pt's shoulder blades, in the area where the device was in contact with the pt. The reporter marked on their medwatch report that the incident was a product problem and a product use error and that it is required intervention to prevent permanent impairment/damage. Kimberly-clark corporation has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.